Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. We did receive performance data collected from the device and have analyzed the data. Time of eri (elective replacement indicator) in save to disk on (B)(6) 2010 02:15:02 device eri <=2.62 v. 1 - patient alert for low battery voltage on (B)(6) 2010 02:15:02. Weekly battery voltage trend data shows min bat=2.64 to 2.62 volts between (B)(6) 2010 and (B)(6) 2010. 1 - ventricular nst (non-sustained tachycardia)=201 ms average v-cycle on (B)(6) 2010 23:39:53. 1 - vf=210 ms on (B)(6) 2010 08:46:43.

Event description:
It was reported that the device exhibited possible premature depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.